Manufacturer narrative:
The technician found the communication cable not fully connected to the wall. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The communication cable was reconnected by the technician to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the account stated, the nurse call does not function. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).